Manufacturer narrative:
The hospital's biomedical engineering department inspected the machine. The machine functioned correctly and has been authorized to be returned to clinical service. Add'l info regarding the pt's condition has been requested by gambro. If any add'l info is received, a follow-up report will be submitted.